Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 322 (mg/dl). A correction bolus was delivered to address bg levels. Customer declined to fully complete troubleshooting with tandem technical support and indicated that bg levels had decreased to the mid 200s (mg/dl).